Event description:
It was reported that white particulate matter was observed in the bladder of a small volume infusor. This occurred during infusion of an unknown drug. There was patient involvement; however, there was no patient injury or medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Initial visual inspection and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.